Manufacturer narrative:
Device powered up with an illegible partial display. After further review, there is a depression in a portion of the circuitry located to the right of the lcd controller. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working and there were lines on the screen. Customer tried the new battery cap and still have the same issue. Customer stated that the display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on the insulin pump screen and contacts on battery cap missing or damaged. Customer stated that the display did not returned. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.